Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a device's drive shaft was not rotating and overheated pre operatively. There was no impact.

Manufacturer narrative:
The product analysis result indicates that the customer's complaint has been confirmed, the drive shaft stuck and the motor makes a beeping sound while code 15 (handpiece stalled) was displayed on console. Due to the stuck handpiece motor it's not possible to make an incoming overheat test run. The motor was worn inside. The bearings, seals and shaft key were worn. The housing rubber was damaged during removing the lock actuator rubber plugs. Other parts were worn and contaminated. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow up it was confirmed that there was no procedure delay, there was no back up device used.